Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13000. Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, upon insertion of the delivery system, high push force was noticed approximately half way into the 1st esheath. During troubleshooting maneuvers, the sheath kinked and the system became stuck in the sheath. The entire system was removed successfully. Upon inspection of the device after removal, damage to the sheath liner was visible.  A new system was prepared and the valve was implanted with good results. There was no patient injury.  As per medical opinion the resistance was caused by vessel tortuosity. During pre-decontamination evaluation, 2 esheaths were returned and the sheath distal tip was noted to be "torn and dangling" on the 2nd esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation with the introducer inserted. Visual inspection of the returned device was performed and the following was observed: tip is torn and dangling; score lines are present on tip but did not open along the axial score path; gouges on the inner diameter of sheath; scratches on outer shaft of soft tip. Due to the nature of the complaint and the returned condition of the device, functional testing and dimensional analysis were unable to be performed. During manufacturing, the sheath shaft components were 100% visually inspected.  The esheath final assemblies were 100% visually inspected by both manufacturing and quality. In addition, after sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis.  These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for sheath distal tip torn. The occurrence rate did not exceed the control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip torn was confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Evaluation of the device revealed that score lines were present on the sheath distal tip but did not open along the score lines and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined. The failure mode may be related to improper expansion of the sheath tip during thv advancement. A product risk assessment has previously been initiated to document investigation and assess associated risks for the issue. From visual inspection, the sheath tip tore (a characteristic feature of the failure mode identified in the product risk assessment). Based on the condition of the sheath (failure of tip to open properly along axial score path), the failure mode is likely related to the risk assessment. Additionally, a corrective/preventative action has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation.